Manufacturer narrative:
Method: a review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: a follow-up report will be filed when investigation is complete. I-flow provides a warning on its dfu which state the following: flow rate is adjustable. To reduce potential adverse events, medication dosing should be based on the maximum flow rate (7 or 14 ml/hr). Flow rate may vary plus/minus 20%. Only fill the pump with medication dosage that is appropriate to administer at the maximum flow rate. Refer to the drug mfrs pi for complete prescribing info. Physician is responsible for prescribing drug based on each pt's clinical status (such as age, body weight and disease state of the pt).

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500ml. Flow rate: 6ml. Procedure: rotator cuff repair. Cathplace: interscalene nerve block. The pt had shortness of breath/difficulty breathing. Pt was at home, 24 hours post op. The pt's son called the hotline and was told to clamp the pump, contact the anesthesiologist and to take the pt to the ER or call 911 if things got worse. When the hotline nurse followed up with the pt 3 hours later, it was reported that her breathing was back to normal, but hat she had not heard from anesthesia. The hotline nurse advised the pt's son to call anesthesia again and when she followed up with the pt later she was told that anesthesia had instructed the pt to turn the pump to 2ml/hr when the hotline nurse followed up with the pt again today (2011), the pump was removed. The pt was in pain, but having no difficulty breathing. The pt has the pump at home awaiting the return kit. Date of surgery: (B)(6) 2011.